Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a boston scientific employee. There was no healthcare facility involved in this event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h11: investigation results: the returned truetome 49 in its original unopened pouch was analyzed, and a visual examination did not found presence of foreign material inside the pouch. The pouch was opened, and a particle was observed, the particle was measured, and it is within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging foreign matter was confirmed. According to the product analysis performed on the device it was found that the device had evidence of foreign material inside the pouch; however, the particle was measured and was found within specification. Based on all gathered information, the most probable root cause is no problem detected. However, this complaint is related to the event of foreign material inside the pouch that is being investigated. An investigation is in place to address this problem.

Event description:
It was reported to boston scientific corporation (bsc) that a truetome 49 was checked after being received in a bsc warehouse. The exact date of the event is unknown. Foreign material was found inside the unopened pouch of the device. It was reported that the sterile seal was not compromised, as all packaging seals were intact. There was no healthcare facility, procedure or patient involved in this event. Note: photos of the complaint device were provided and showed foreign material inside the device packaging.

Event description:
It was reported to boston scientific corporation (bsc) that a truetome 49 was checked after being received in a bsc warehouse. The exact date of the event is unknown. Foreign material was found inside the unopened pouch of the device. It was reported that the sterile seal was not compromised, as all packaging seals were intact. There was no healthcare facility, procedure or patient involved in this event. Note: photos of the complaint device were provided and showed foreign material inside the device packaging.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a boston scientific employee. There was no healthcare facility involved in this event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device.

Manufacturer narrative:
Block h11 has been updated based on the product investigation results. Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by a boston scientific employee. There was no healthcare facility involved in this event. Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h11: investigation results the returned truetome 49 in its original unopened pouch was analyzed, and a visual examination did not found presence of foreign material inside the pouch. The pouch was opened, and a paint particle was observed (not a foreign material). The paint particle was measured and was within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging foreign matter was not confirmed. According to the product analysis of the returned device, it was found that the device had evidence of a paint particle that is part of the device materials inside the pouch, the particle was measured and was found within specification. It was determined that the device had normal conditions according to cosmetic inspection procedure. Based on all gathered information, the most probable root cause is no problem detected. Although the particle was measured and found to be within specification, complaints related to this event are being investigated. An investigation is in place to address this problem.

Event description:
It was reported to boston scientific corporation (bsc) that a truetome 49 was checked after being received in a bsc warehouse. The exact date of the event is unknown. Foreign material was found inside the unopened pouch of the device. It was reported that the sterile seal was not compromised, as all packaging seals were intact. There was no healthcare facility, procedure or patient involved in this event. Note: photos of the complaint device were provided and showed foreign material inside the device packaging.